Manufacturer narrative:
Monitor was found to be fully functional.

Event description:
Correcting h11 section.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was isolated to a damaged power cord. The root cause for the damaged power cord was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was having a connector problem.

Manufacturer narrative:
The monitor was returned for evaluation. The reported problem displayed a service code, indicating a potential device malfunction.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.

Manufacturer narrative:
Device evaluation of the monitor has been completed by engineering. The reported problem (service code) was confirmed. Per engineering, the monitor had communication issues. These communication issues were caused by improper insertion of the patients belt connector. Therefore, this monitor contained "mux" which results in 'wear time' data loss. The root cause for the service code was due to improper insertion of the connector. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported displaying a service code.